Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via right radial artery. The 85% stenosed, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified distal to mid left anterior descending artery. Pre-dilation was performed resulting to 80% residual stenosis. Following pre-dilation, a 28 x 2.25 promus premier select drug-eluting stent was advanced for treatment. However, after several attempts to advance, the device failed to reach the lesion. The procedure was abandoned, and the device was removed. Upon inspection outside the patient, it was noticed that the stent was loosened and detached from its balloon. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
The promus select ous mr 28 x 2.25mm stent delivery system (sds) was returned for analysis without the stent. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and positive pressure were noted as its folds were opened with crimp markings visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via right radial artery. The 85% stenosed, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified distal to mid left anterior descending artery. Pre-dilation was performed resulting to 80% residual stenosis. Following pre-dilation, a 28 x 2.25 promus premier select drug-eluting stent was advanced for treatment. However, after several attempts to advance, the device failed to reach the lesion. The procedure was abandoned, and the device was removed. Upon inspection outside the patient, it was noticed that the stent was loosened and detached from its balloon. No patient complications were reported and the patient status was stable.